Event description:
Customer reportedly obtained results of 413 mg/dl, 117 mg/dl, and 96 mg/dl on the compact plus system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.